Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer requested part number for the logic board due to error code. After providing part number, I informed the customer this error code is actually most likely due to the display board. After providing display board part number, I recommended sending in for repair. Emailed customer our fixed level pricing. Customer will most likely send in for repair. Ended call.